Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software was evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable a state. No pt or user injury was reported.